Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 600 mg/dl. Reportedly the cause was the customer did not have supplies for their non-tandem continuous glucose monitor, and did not check bg levels. Customer required assistance from daughter to address bg via a manual injection. The customer was instructed to consult with healthcare provider regarding bg level.